Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, batch 7262945 does not exist for material 367344. (B)(6). Device manufacture date: unknown, batch 7262945 does not exist for material 367344. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found while using a bd vacutainer® push button blood collection set. As stated, "while drawing blood on the initial stick the clinician noticed the blood flashed all the way back in the tubing to the hub instead of remaining in the barrel as normal. The blood leaked out of the tubing just prior to where it connects to the hub." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported there was leakage found while using a bd vacutainer® push button blood collection set. As stated, "while drawing blood on the initial stick the clinician noticed the blood flashed all the way back in the tubing to the hub instead of remaining in the barrel as normal. The blood leaked out of the tubing just prior to where it connects to the hub." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for tubing leakage with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported there was leakage found while using a bd vacutainer® push button blood collection set. As stated, "while drawing blood on the initial stick the clinician noticed the blood flashed all the way back in the tubing to the hub instead of remaining in the barrel as normal. The blood leaked out of the tubing just prior to where it connects to the hub." There was no report of exposure, serious injury or medical intervention.